Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a non-recoverable error 32138 after the system had been powered on and left idle for approximately 20 minutes. The technical support engineer (tse) guided customer through a hard power cycle and verified all blue fiber cable connections, which were confirmed to be properly connected. After powering the system back on, the 32138 fault persisted. Tse advised one more power cycle and the error cleared but tse informed customer that the error could return. The customer called back in to report that the error returned to the system. Logs showed error 32138 e-stop error. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced emergency stop cable assembly. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.